Event description:
The olympus representative reported on behalf of the customer, the nozzle on the evis lucera elite gastrointestinal videoscope was clogged. The issue was found during preparation for use. The clog occurred during a previous procedure. The intended procedure was completed with another device with no surgical delay. The device was inspected prior to use. No patient harm reported. The customer reprocessed the scope according to procedure. During the evaluation of the device, it was noted there was a blockage of the biopsy channel by foreign material due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the blockage of the biopsy channel by foreign material due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. There was a blockage of the biopsy channel by foreign material. The channel cleaning brush was not inserted because the channel tube was blocked. The suction quantity was not working due to blockage of the channel tube. The light guide lens was broken. The adhesive part of the bending section cover was broken. There was a crack at the scope connector protector on the universal cord. The plastic distal end cover was worn. The insulation resistance at the tip was out of standards due to a missing part of the plastic distal end cover. Switch one (1) was deformed. The angulation in the up direction and the play of the up/down knob were out of standards due to a worn angle wire. The objective lens had a scratch. The adhesive around the light guide lens was worn. The body control unit had leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following likely caused the event: reprocessing method conducted by the user was deviated from method recommended in instructions for use (IFU). Staff of the user facility was insufficiently trained on device handling and reprocessing in accordance with IFU. The root cause of why the device was not reprocessed according to the device IFU could not be determined. The following is included in the IFU and may have helped prevent the event: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." "Precleaning the endoscope and accessories states on immediate precleaning after procedure in order to prevent adherent of dirt." "If the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure." Olympus will continue to monitor field performance for this device.